Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. Patient reports she is not feeling any stimulation. Patient said last wednesday she could not get recharger positioned to where it would charge, she did not have it in the right place and did not know where to place it. Patient said she had stim on for 3 whole days and felt it and went to the bathroom and then could not get stimulation. Patient stopped feeling stimulation some time last week, like thursday or friday. That¿s why she could hardly walk and the back has been killing her. Patient said it was working good when it was working; when sitting in the car which was her biggest problem and walking. Patient has neuropathy in one leg, patient said she met with rep today, rep just moved it around and it started charging. Rep told her she would not feel stimulation until after the ins is charged. Patient said she was on 7.90v. Patient said her ins is charged now. Recharger shows ins is on, ins and recharger batteries are full. Patient used the programmer on the call, programmer showed ins on. Patient is group a at 9.50v. Had patient check if she had other groups available, it appears that patient does not have other groups. Patient still feels no stim. No further patient symptoms or complications were reported in this event.